Manufacturer narrative:
(B)(4)

Event description:
It was reported when the patient was in clinic for routine clinic visit, far p-wave oversensing was observed with loss of device pacing. The device recorded inappropriate mode switching episodes due to far field r-wave oversensing on the atrial channel. Programming changes were made. The patient condition was fine.